Manufacturer narrative:
The clip delivery system ((B)(4)) is being filed under a separate medwatch MFR number. The steerable guide catheter was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed because resistance was met during advancement and removal of the clip delivery systems through the steerable guiding catheter (sgc). After removal of the sgc, it was seen that the hemostasis valve was turned/loose, which suggests a sgc break and has the potential to cause or contribute to air leak. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. After the first clip was implanted, the clip delivery system ((B)(4)) was retracted but resistance was noted at the steerable guide catheter (sgc) keyway, and the cds could not be removed. After a few minutes, the cds was turned and slid in and out, and was then able to be removed from the sgc. There was no damage noted to the cds. A second cds ((B)(4)) was attempted to be advanced but the second cds could not be advanced into the sgc. After several attempts, the second cds was removed. The sgc was then removed and replaced. The cds was reinserted in the new sgc and the clip was deployed successfully. After the procedure, the first sgc was inspected, and it was found that the hemostasis valve and the transparent chamber appeared to be turned. With the two clips implanted, mr was reduced to <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The steerable guide catheter (sgc)was returned with evidence of usage. The valve was dissembled and the bond between the valve and sgc was examined. It was confirmed that the bond was broken between the adhesive and the pebax. Based on the results of the investigation, it was determined the loose rotating hemostatic valve (rhv) may be related to inherent variability during manufacturing. A review of the complaint handling database found no other similar incidents from this lot for detachment. The lot history record was reviewed and identified no manufacturing nonconformities that were related to detachment. These devices will continue to be monitored.